Event description:
A user facility reported the intraocular lens was "defective". The specific defect was not reported. There was no patient involvement.

Manufacturer narrative:
The product was not returned for evaluation. Results from the product history record review indicated the product met release criteria. There are no other complaints reported in the lot number. Additional information was requested on 08/19/2009 by mail. A completed questionnaire was received on 08/31/2009. (B) (4). (B) (4). (B) (4).